Event description:
It was reported that the ventricular lead showed separation of insulation near the pin. The physician capped the superior vena cava (svc) pin and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.